Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. Date of event is an approximation. On (B)(6) 2024, the patient reported that they experienced inaccurate cgm values 7 days after the sensor had been inserted in the arm. According to the report, sensor inaccuracy had a direct impact on the patient's insulin dosing. Because of this, he reported his kidney failed. The estimated glucose value (egv) at that time was not documented. The bg was not documented until the patient arrived in the hospital. It was not documented whether the patient experienced hyperglycemia or hypoglycemia beforehand. Documentation states he did not recall particular symptoms, just generalized malaise and muscle spasm. The bg was reportedly 130 mg/dl while the egv was 80 mg/dl. The patient was reportedly hospitalized for 4 days and did not recall medications received. At the time of the call, the patient was already discharged and feeling okay. There was no documentation of further medical evaluation or intervention. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.